Event description:
The facility had indicated that the surgeon sucessfully implanted a model aq2003v intraocular lens, but noted damage to the lens after it was implanted. The lens was removed without injury to the patient. The facility did not know what model of injector or cartridge was used and the lot numbers for these items are not specified.

Manufacturer narrative:
Product eval results: visual inspection of the intraocular lens showed one of the haptics was bent. No conclusion can be drawn. The root cause for this event cannot be determined as the cartridge and injector used in this case was returned for evaluation.